Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. A review of the event history log identified system error 322. The device was found to deliver within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). There was no known patient injury or medical intervention associated with this event. No additional information is available.